Event description:
Pump was received without a complaint. However, the unit has been submitted to advise of a device malfunction observed in testing which may cause or contribute to an injury upon recurrence.